Manufacturer narrative:
A photo was reviewed showing the affected sample and it was observed to have blood residuals on the sample. The reported complaint of a leak could be confirmed from the photo provided. However, without the return of the used sample a comprehensive review cannot be performed, and the probable cause is unknown. A device history review could not be completed due to the unknown lot number. D4: only di provided as lot number is unknown.

Event description:
The event involved a smallbore trifuse ext set and it was reported that blood was back flowing from double lumen central venous catheter (dl cvc) (red cap) trifuse. One extension of the trifuse had cracked so blood was back flowing and leaking on the ground. Registered nurse clamped red line, paused pca (patient-controlled analgesia), narcan and carrier, exchanged trifuse and restarted fluids/meds. This was discovered while prepping/priming the tubing. There was patient involvement, and no harm.